Event description:
It was reported that this right ventricular (rv) lead has had a gradual increase in shock impedance. At implant shock impedance was 80 ohms and has increased to 130 ohms. A technical service (ts) consultant was asked to review device data. Ts provided recommendations to perform lead integrity testing, including x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.